Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 12/6/2011 and 12/7/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt experiencing glare following intraocular lens (iol) implant surgery. He stated there is "posterior capsule opacification (pco) on the anterior surface and possibly the posterior surface of the iol." Add'l info has been requested.